Manufacturer narrative:
D4, h4: as the reported lot number is invalid, the UDI and manufacturer date could not be verified. The device has been received and the technical investigation of the device is pending. The results of the technical investigation will be submitted in a follow-up report.

Event description:
The patient called to state that he has had six devices fall off his arm within the last week. The patient stated he is aware of how to use and place v-go. He cleans the skin area well prior to attaching the v-go devices. All six v-go devices have fallen off before the 24 hours has passed ranging from ten hours to only a few minutes. The patient stated that devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: four devices were received and evaluated for the device fell off complaint. A visual inspection was performed. The foam pads showed some contamination. An accurate assessment of the foam pads could not be performed; due to the used condition of the returned devices, the original adhesion properties could not be verified. Based on the condition upon receipt, a moderate amount of adhesion residue was observed on the pads. Functional tests were performed. The adhesive pads were probed, and it verified that there was a moderate amount of adhesion remaining. After probing the foam pad, the adhesive pad was attached to the technician's glove; the devices were lifted off the table surface and the adhesion strength was verified as still sufficient. The complaint for these devices could not be confirmed.